Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that there was an over infusion. No product or photo was returned by the customer. The customer complaint of flow issue - accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was over infusing the following information was received by the initial reporter with the following verbatim. It was reported by customer that that there was an over infusion, cefepime in a 100ml bag was scheduled to run over 4 hours at 25ml/hr. Medication was scheduled to end at 1739. Rn returned to the room around 1500 and the bag of cefepime was empty. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.